Event description:
A third party medical device manufacturer informed MFR that MFR's hardware, used in combination with the hardware and software of other medical device manufacturers, may have been involved in a possible inaccurate radiotherapy/radiosurgery treatment of multiple pt's at the medical center. Thus, far the actual treatment outcomes have not been directly communicated or verified to brainlab from the medical center, another country

Manufacturer narrative:
There is currently no indication that the MFR's device malfunctioned; however, user error can not be excluded at this point of time. Another potential root cause could be inaccurate implementation of MFR in a third party treatment planning software. MFR will continue to try to work together with the third party medical device manufacturers at this customer site in another country in order to identify the root cause of the problem. At the present time, all requests for further info at this customer site have not been successful.